Manufacturer narrative:
F10. Device codes=2203= host tissue overgrowth, 1077, 1628 h3: examination of the valve in co's laboratory revealed host tissue overgrowth had fused both attachment sites of the right-coronary cusp and encroached onto each leaflet, resulting in stenosis of the effective orifice area and leaflet disruptions. Calcification was noted within the free margin of each cusp and the belly of the right-coronary cusp which contributed to stenosis of the valve and further leaflet disruptions, as well as resulting in incomplete coaptation. X-ray analysis revealed calcification within the free margin of each cusp. Additionally, calcification was noted in the belly of the right-coronary cusp. Stent distortion was also noted which appeared artifactual of explant. The primary cause for dysfuction of this valve was determined to be due to host tissue overgrowth. These findings would account for the symptoms noted clinically. H6: 86=x-ray analysis.

Event description:
This event was reported as regurgitation, pulmonary hypertension and dyspnea. No further info provided.